Event description:
Customer reported that she had very high blood glucose readings and was hospitalized. Customer believes that there may be an issue with the insulin pump. Customer originally called seeking assistance with care link. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.